Event description:
Pt enrolled into the trial. Minor ischemic stroke. Pt recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00040 for the spiderfx used in this procedure.